Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated lead and device change out noise was observed after insertion of the replacement lead into the new device. A new lead was used and the noise was still seen. The root cause of the noise was unable to be determined. The replacement device was explanted and a new device was used. The patient continued to be monitored and was fine post procedure.